Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2023 and (B)(6) 2024. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) was explanted from the patient's right eye due to becoming dislocated. Another johnson and johnson iol was implanted as replacement (zma00, 19.0 diopter). There was no patient injury. No medical or surgical intervention was required. No further information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 3, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens revealed that it was cut in half and coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issue was observed. The complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.